Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094550) on 03-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('ruptured essure coil through right side of uterine fundus') and uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria disability, medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (pt had removal with hysterectomy and essure removal with hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094550) on 03-jun-2020. The most recent information was received on 24-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of device breakage ('ruptured essure coil through right side of uterine fundus') and uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria disability, medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy periods "), arthralgia ("joint pain "), menstruation irregular ("irregular periods "), abdominal distension ("bloating "), back pain ("back pain ") and vision blurred ("blurry vision "). The patient was treated with surgery (pt had removal with hysterectomy and essure removal with hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, pelvic pain, menorrhagia, arthralgia, menstruation irregular, abdominal distension, back pain and vision blurred outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device breakage, menorrhagia, menstruation irregular, pelvic pain, uterine perforation and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of product technical complaint, proceed with duplicate case this is duplicate case ((B)(4)) of essure case ((B)(4)) , all data transferred into retention (B)(4) case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094550) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of device breakage ('ruptured essure coil through right side of uterine fundus') and uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria disability, medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (pt had removal with hysterectomy and essure removal with hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review it was detected that the reporter was a physician (not the patient), record was medically confirmed, patient's initials were not reported. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.